Event description:
The user facility reported a 58 year-old female with acute cardiac arrest was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the yellow connector on the purge sidearm was leaking. There was sodium bicarbonate running in the purge with extension tubing in place. Patient was previously declining prior to product issue and a decision was made to withdraw care. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The returned product was visually inspected and a crack in the yellow luer was observed. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records. Per the IFU: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿